Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not returned.

Event description:
It was reported that the bur broke off in the associated attachment at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequence as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that the bur broke off in the associated attachment at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequence as a result of this event.